Manufacturer narrative:
The biomedical engineer (bme) reported that transmitters are going into communication loss with the central nurse's station (cns). Nihon kohden technical support found that the power line going into the aac amplifier and ultimately the rest of the antennas had loose cable connections. The loose power line connection caused the antenna's to power off. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the telemetry transmitters were being used in conjunction with the cns, but no model or serial number information was provided.

Event description:
The biomedical engineer (bme) reported that transmitters are going into communication loss with the central nurse's station (cns). Nihon kohden technical support found that the power line going into the aac amplifier and ultimately the rest of the antennas had loose cable connections. The loose power line connection caused the antenna's to power off. No patient harm reported.

Event description:
The biomedical engineer (bme) reported that transmitters are going into communication loss with the central nurse's station (cns). Nihon kohden techincal support found that the power line going into the aac amplifier and ultimately the rest of the antennas had loose cable connections. The loose power line connection caused the antenna's to power off. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the transmitters were going into signal loss with the central nurse's station (cns). Nihon kohden technical support (nk ts) found that the power line going into the aac amplifier, and the antennas had loose cable connections, which caused the antennas to power off. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause for signal loss was found to be related to use error as the cable connecting the customer's antennas to their power source was loose. Customers should ensure that all cable connections are secure during any preventive maintenance. There was no malfunction of the nk device.